Event description:
The complaint/event involved a safeset¿ 84" arterial pressure tubing, safeset¿ reservoir and 2 blood sampling ports. It was reported that the single transducers were broken during use on patients in the cvic (cardiovascular intensive care unit). There was no patient harm associated with the complaint/event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Manufacturer narrative:
The reported complaint of separation was confirmed. No sample was returned for evaluation. However, an image was provided by the customer showing a tubing separation from the safeset. Without the return of the reported sample, a probable cause could not be determined. The device history record was reviewed and no nonconformities were found that would led to the reported complaint.